Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("bleeding of left uterine artery with increased blood loss") and haemorrhagic anaemia ("acute blood loss anemia") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, deep vein thrombosis and attention deficit/hyperactivity disorder nos. Concomitant products included lisdexamfetamine mesilate (vyvanse), topiramate (topamax) and warfarin sodium (coumadin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and adenomyosis ("adenomyosis"). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and adnexa uteri cyst ("benign paratubal cyst"). On (B)(6) 2015, 6 months 14 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), nausea ("nausea"), dysgeusia ("metallic taste in mouth") and cervicitis ("acute and chronic cervicitis"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), acne ("acne") and mood swings ("mood swings"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, acne and mood swings outcome was unknown and the uterine haemorrhage, haemorrhagic anaemia, fatigue, alopecia, vaginal haemorrhage, dyspareunia, migraine, headache, nausea, depression, anxiety, weight increased, dysgeusia, cervicitis, adenomyosis and adnexa uteri cyst had resolved. The reporter considered abdominal pain lower, acne, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, cervicitis, depression, dysgeusia, dyspareunia, fatigue, haemorrhagic anaemia, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure devise inserted bilaterally without difficulty and again 4 were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received. Reporters information updated. Outcome of events updated. Concomitant disease, concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("bleeding of left uterine artery with increased blood loss") and haemorrhagic anaemia ("acute blood loss anemia") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and deep vein thrombosis. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 6 months 14 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), nausea ("nausea") and cervicitis ("acute and chronic cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual period"), menstrual disorder ("abnormal menses"), back pain ("back pain"), abdominal pain lower ("severe cramping"), the first episode of headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("acne"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), the second episode of headache ("headaches"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("benign paratubal cyst"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, fatigue, alopecia, acne and mood swings outcome was unknown, the uterine haemorrhage, haemorrhagic anaemia, vaginal haemorrhage, dyspareunia, migraine, nausea, depression, anxiety, weight increased, dysgeusia, cervicitis, adenomyosis and adnexa uteri cyst had resolved and the last episode of headache had not resolved. The reporter considered abdominal pain lower, acne, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, cervicitis, depression, dysgeusia, dyspareunia, fatigue, haemorrhagic anaemia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: the essure devise inserted bilaterally without difficulty and again 4 were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: bilateral tubal occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: medically confirmed case incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and blood loss anaemia ('acute blood loss anemia') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included morbid obesity, deep vein thrombosis and attention deficit/hyperactivity disorder. Concomitant products included lisdexamfetamine mesilate (vyvanse), topiramate (topamax) and warfarin sodium (coumadin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), 6 months 15 days after insertion of essure. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and adnexa uteri cyst ("benign paratubal cyst"). On (B)(6) 2015, the patient experienced blood loss anaemia (seriousness criterion medically significant), uterine haemorrhage ("bleeding of left uterine artery with increased blood loss"), dysgeusia ("metallic taste in mouth") and cervicitis ("acute and chronic cervicitis"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), acne ("acne"), mood swings ("mood swings"), peripheral swelling ("swellings in the legs and feet"), joint swelling ("my ankle look like softballs"), ear pruritus ("ears were itching"), erythema ("ears were red"), ear discomfort ("ear felt like they were on fire") and procedural pain ("hsg - it was horrible it was as bad as labor"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, acne, mood swings, peripheral swelling, joint swelling, ear pruritus, erythema, ear discomfort and procedural pain outcome was unknown and the blood loss anaemia, uterine haemorrhage, fatigue, alopecia, vaginal haemorrhage, dyspareunia, migraine, headache, nausea, depression, anxiety, weight increased, dysgeusia, cervicitis, adenomyosis and adnexa uteri cyst had resolved. The reporter considered abdominal pain lower, acne, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, blood loss anaemia, cervicitis, depression, dysgeusia, dyspareunia, ear discomfort, ear pruritus, erythema, fatigue, headache, joint swelling, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, peripheral swelling, procedural pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure devise inserted bilaterally without difficulty and again 4 were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received - new event : 'hsg - it was horrible it was as bad as labor' was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and blood loss anaemia ('acute blood loss anemia') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included morbid obesity, deep vein thrombosis and attention deficit/hyperactivity disorder. Concomitant products included lisdexamfetamine mesilate (vyvanse), topiramate (topamax) and warfarin sodium (coumadin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), 6 months 15 days after insertion of essure. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and adnexa uteri cyst ("benign paratubal cyst"). On (B)(6) 2015, the patient experienced blood loss anaemia (seriousness criterion medically significant), uterine haemorrhage ("bleeding of left uterine artery with increased blood loss"), dysgeusia ("metallic taste in mouth") and cervicitis ("acute and chronic cervicitis"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), acne ("acne"), mood swings ("mood swings"), peripheral swelling ("swellings in the legs and feet"), joint swelling ("my ankle look like softballs"), ear pruritus ("ears were itching"), erythema ("ears were red"), ear discomfort ("ear felt like they were on fire") and procedural pain ("hsg - it was horrible it was as bad as labor"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, acne, mood swings, peripheral swelling, joint swelling, ear pruritus, erythema, ear discomfort and procedural pain outcome was unknown and the blood loss anaemia, uterine haemorrhage, fatigue, alopecia, vaginal haemorrhage, dyspareunia, migraine, headache, nausea, depression, anxiety, weight increased, dysgeusia, cervicitis, adenomyosis and adnexa uteri cyst had resolved. The reporter considered abdominal pain lower, acne, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, blood loss anaemia, cervicitis, depression, dysgeusia, dyspareunia, ear discomfort, ear pruritus, erythema, fatigue, headache, joint swelling, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, peripheral swelling, procedural pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure devise inserted bilaterally without difficulty and again 4 were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("bleeding of left uterine artery with increased blood loss") and haemorrhagic anaemia ("acute blood loss anemia") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and deep vein thrombosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 6 months 14 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), nausea ("nausea") and cervicitis ("acute and chronic cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual period"), menstrual disorder ("abnormal menses"), back pain ("back pain"), abdominal pain lower ("severe cramping"), the first episode of headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("acne"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), the second episode of headache ("headaches"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("benign paratubal cyst"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, fatigue, alopecia, acne and mood swings outcome was unknown, the uterine haemorrhage, haemorrhagic anaemia, vaginal haemorrhage, dyspareunia, migraine, nausea, depression, anxiety, weight increased, dysgeusia, cervicitis, adenomyosis and adnexa uteri cyst had resolved and the last episode of headache had not resolved. The reporter considered abdominal pain lower, acne, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, cervicitis, depression, dysgeusia, dyspareunia, fatigue, haemorrhagic anaemia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received,patient's concomitant condition added, events added as follows:- vaginal haemorrhage, haemorrhagic anaemia,dyspareunia,migraine,headache,nausea,depression,anxiety,weight increased, dysgeusia,cervicitis,adenomyosis,adnexa uteri cyst,uterine haemorrhage. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and blood loss anaemia ('acute blood loss anemia') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included morbid obesity, deep vein thrombosis and attention deficit/hyperactivity disorder. Concomitant products included lisdexamfetamine mesilate (vyvanse), topiramate (topamax) and warfarin sodium (coumadin). On (B)(6) 2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea"), 6 months 15 days after insertion of essure. In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and adnexa uteri cyst ("benign paratubal cyst"). On (B)(6) 2015, the patient experienced blood loss anaemia (seriousness criterion medically significant), uterine haemorrhage ("bleeding of left uterine artery with increased blood loss"), dysgeusia ("metallic taste in mouth") and cervicitis ("acute and chronic cervicitis"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), acne ("acne"), mood swings ("mood swings"), peripheral swelling ("swellings in the legs and feet"), joint swelling ("my ankle look like softballs"), ear pruritus ("ears were itching"), erythema ("ears were red") and ear discomfort ("ear felt like they were on fire"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, acne, mood swings, peripheral swelling, joint swelling, ear pruritus, erythema and ear discomfort outcome was unknown and the blood loss anaemia, uterine haemorrhage, fatigue, alopecia, vaginal haemorrhage, dyspareunia, migraine, headache, nausea, depression, anxiety, weight increased, dysgeusia, cervicitis, adenomyosis and adnexa uteri cyst had resolved. The reporter considered abdominal pain lower, acne, adenomyosis, adnexa uteri cyst, alopecia, anxiety, back pain, blood loss anaemia, cervicitis, depression, dysgeusia, dyspareunia, ear discomfort, ear pruritus, erythema, fatigue, headache, joint swelling, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, peripheral swelling, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure devise inserted bilaterally without difficulty and again 4 were noted bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media report received : events ¿swellings in the legs and feet, my ankle look like softballs, ears were itching, ears were red and ear felt like they were on fire¿ added. Reporter information added. On (B)(6)2020: fu 5 and fu 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual period"), menstrual disorder ("abnormal menses"), back pain ("back pain"), abdominal pain lower ("severe cramping"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), acne ("acne") and mood swings ("mood swings"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, back pain, abdominal pain lower, headache, fatigue, alopecia, acne and mood swings outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, back pain, fatigue, headache, menorrhagia, menstrual disorder, mood swings and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: bilateral tubal occlusion incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.